Event description:
Allergan implants, recently found out that my surgeon under filled my saline implants and had one ruptured. Went to discuss what to do only to find out my implants were never registered with the company or anything else. Luckily still had implant card which showed the brand and style etc., just found out that they were recalled in 2019 due to the link to biacl (breast implant-associated anaplastic large cell lymphoma), was never notified of any concern by company or surgeon and would never have known except my implant was under filled and ruptured. On top of the issues with needing surgery I also have major anxiety and fear of developing cancer. What if my capsulectomy doesn't get all the scar tissue and later down the line I develop cancer? Do I need to watch and monitor daily for symptoms? So on top of the anxiety and stress I've had to have bilateral explantation with capsulectomy and be off of work for several weeks while healing. In addition still be concerned about developing cancer. Ref report: mw5159672.